Event description:
As reported via field clinical specialist, approximately 1 year and 7 months post tricuspid thv in pre-existing surgical valve procedure, a patient experienced a failed thv valve due to stenosis, regurgitation, and thrombosis. The patient underwent a thv valve in thv valve procedure in the tricuspid position with a 29mm sapien 3 ultra resilia inside the initial pre-existing 29mm sapien 3 valve. As per medical records review, approximately 1 year and 7 months after a successful viv implantation of a 29mm s3 thv valve in a surgical tvr in the tricuspid position, the patient bioprosthetic valve had developed thickened leaflets and motion restriction on all the ttvr valve. The patient had a transesophageal echo and transthoracic echo that indicated thickened leaflets with mean gradient of 8mmhg (previous 3-4mmhg) and likely significant tr. On a cardiac CT, the leaflets were clearly thrombosed, restricted, and not coapting. The patient's symptoms improved but valve appeared not salvageable with anticoagulation alone and patient had severe rv dysfunction at baseline. Given the elevated tv gradients and tr, treatment options were discussed, and the patient opted for tvr over redo surgery. The patient had a successful viviv ttvr with a 29mm s3ur in the 29mm s3 which was inside the surgical tvr. The patient tolerated the procedure well and was discharged on pod 1.

Manufacturer narrative:
It should be noted that the thv was deployed in tricuspid position within pre-existing surgical valve via transfemoral approach. The sapien 3 thv with the commander delivery system (ds) is currently only indicated for replacement of native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Therefore, this was off-label operation. The IFU in this section is for tf (transfemoral) procedure in aortic position and was reviewed for relevant guidance for an s3 implant using a commander ds. The commander delivery system with s3/s3u thv IFU was reviewed. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the thrombosis is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Remains implanted.